Event description:
It was initially reported that the device had an illuminated service wrench icon. There was no patient use associated with the reported failure. During evaluation, the device began alarming and failed to power off unless the battery was removed. No functions were available when the device was in this state.

Manufacturer narrative:
(B)(4). Physio-control confirmed with the customer that the device was removed from service. The device will not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.